Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8336-70 serial #: (B)(4), description: coverage 32, 70 cm 4x8 surgical lead the devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's implant site was having trouble healing since previous revision procedure and the patient was suspected of having infection. It was noted that there was drainage at the site and the patient was experiencing pocket erosion. The patient underwent an explant procedure and was prescribed antibiotics. No device malfunction was suspected.